Manufacturer narrative:
Concomitant medical products: cook fusion quattro extraction balloons (fs-qeb-a). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved could not be reviewed because a lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion omni pre-loaded with acrobat wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During multiple endoscopic retrograde cholangiopancreatography (ercp) procedures, the physician used at least four (4) fusion omni pre-loaded with acrobat wire guides. The following was initially reported: "the guide wire was stuck at the level of the erector [elevator] during a cholangiography with removal of gallstones. The operator had to force to successfully unblock the guide wire and complete the procedure." There was no reportable information at this time. The following was reported on 22-nov-2019: "after a sphincterotomy, the doctor used a cook fusion quattro extraction balloon over the wire guide from a fusion omni pre-loaded with acrobat wire guide. There was difficulty with movement on the wire guide with the balloon, and the wire guide looped in the duodenum [lost wire guide access] because of the 9 cm short wire guide outlet on the balloon catheter. The incident happened often in the past [subject of this report]." The following was received 25-nov-2019: "sometimes, wire guide access was lost. It happens because the wire guide is only into the catheter on 9 cm and sometimes, when the doctor pulls the catheter out of common bile duct, the wire comes with it and creates a loop in the choledoque [duodenum]. Sometimes, the consequence is to lose the access and the doctor needs to take the sphincterotome and re-process [recannulate] [subject of this report]. A section of the device did not remain inside the patients' bodies. The patients did not require any additional procedures due to this occurrence. According to the initial reporter, the patients did not experience any adverse effects due to these occurrences.